Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During the evaluation of the device, chipping of the adhesive around the objective lens was observed. The service center determined that the most likely cause of the adhesive chipping around the objective lens was component failure. There was no patient involvement.